Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had a urinary tract infection (uti) starting "last week," (no allegation related to device/therapy). They started a medication for the uti the day of the report. Their ins had gone "ballistic," and "keeps jolting me," while urinating starting "last week." They could not sleep from the jolting. They were unsure if the ins jolting was related to the uti or battery depletion, since they had the device for four years. They had not experienced trouble with the device before last week. They had a planned trip on november 7th and were concerned the jolting may persist. They tried to schedule an appointment with the doctor, but were unable to get an appointment before november 28th. Their primary healthcare provider was contacting that doctor's office to get the patient seen sooner. They denied any falls or trauma to the implant site, and also denied changing therapy settings before they experienced the jolts. Troubleshooting was unable to be performed as the patient had lowered the therapy setting on program 3 from 1.8 volts to 1.3 volts and confirmed they felt comfortable stimulation. They were redirected to their healthcare provider to further address the issue and sent physician listings.